Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported events of lightheadedness and a "woozy" feeling could not be conclusively established. The controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple low flow hazard alarms were captured following 10:25 on (B)(6) 2024. Flow values appeared to recover to baseline less than two hours later, and no additional low flow alarms were observed for the remainder of the file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had called the left ventricular assist device (lvad) emergency line with low flow hazard alarms. The patient reported lightheadedness and feeling woozy. Log files were sent for review. The event log file captured a short period of low flow events starting (B)(6) 2024 at 10:25 and continued through (B)(6) 2024 11:38. Flow was noted as low as 1.8 lpm. It was noted that there was a slight drop in motor power and also a settling of pulsatility index (pi) values in the 2-3 range. Flow recovered back into the mid 3 lpm range after the low flow events. It was noted that it was possible that something may have passed through the vad circuit causing these lower flows.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.